Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported a deltec® gripper plus® power p.a.c. Safety huber needle was leaking. Patient informed the rn that he felt wetness around his port site. On inspection, the nurse noticed there was a leak at the junction point of the medical needle and the plastic line. Port needle was removed, and patient re-accessed. Remnants of blood were visible at the point of leakage. The patient was exposed to chemotherapy on his skin. The skin was washed as per protocol and the patient was going to follow-up with his physician. No permanent injury was reported.